Event description:
The hosp reported that during the saphenous vein harvesting procedure, the dissection tip detached inside the leg. The broken dissection tip was then retrieved from inside the leg without having to create any additional incisions. A replacement unit was used to complete the procedure. The hosp did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.